Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: 419378 lead, implanted: (B)(6) 2008, 1688t competitor lead, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that there was high impedance on the high voltage b (hvb), superior vena cava (svc) and left ventricular (lv) tip- right ventricular (rv) coil impedances all out of range. There was also high threshold (loss of capture) in the left ventricular (lv) lead. The leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.